Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a broken blade near the midpoint. A piece approximately 0.078" x 0.418" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument clamp suddenly broke. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the gasket was broken and fell into the patient during procedure. The doctors used an endoscope to find and remove the fragment. There was no post operative complications or readmissions.